Event description:
After iabp for a few hrs, the iab leaked. The pt coded and went on to expire. It was unk if the event contributed to the death. Event complications: unk - reported 8/5/98. Pt's current status: unk - rpt'd 8/5/98.